Event description:
It was reported that (1) hbc05 used with luke handpiece during a diagnostic laparoscopic procedure. It was reported by the rep that the blade stopped working during the case and only solid tone could be heard. The blade had worked for a while but then stopped unexpectedly. When the new blade was opened and assembled, the tones returned to normal. Opened another device to complete the case. There was no consequence to pt.